Event description:
A non health care professional reported that following an intraocular lens (IOL) implant procedure, the patient experienced vision blurry. Clinical reason being IOL was rotated off toric axis and found to have defective haptic that did not fully expand. The IOL was explanted and exchanged for an same company model lens and diopter 7 days following the initial implant procedure.Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and Product History Records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4).